Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Signs of use were observed. Visual examination revealed the guide wire is unraveled from the proximal weld. The coil wire was returned separated in two pieces. Several kinks/bends were also observed. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. The broken core wire measured 684mm in length, which is not within the specification limits of 596mm-604mm per guide wire product drawing. The outside diameter of the guide wire measured 0.848mm, which is not within the outer diameter specification of 0.788mm-0.826mm per guide wire product drawing. The discrepancy with the guide wire length and outer diameter indicates that the returned guide wire does not match the guide wire normally packaged within the reported finished good. It is unknown if the wrong finished good was reported or if the wrong sample was returned. Functional testing could not be performed due to the severity of the damage. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled/separated towards the proximal end. Despite this, further dimensional analysis revealed that the returned guide wire is not the same guide wire that is normally packaged within the reported finished good. A device history record review was performed on the reported material/batch, and no relevant findings were identified. Arrow guide wires of the size normally packaged within the reported finished good are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Despite this, the root cause cannot be confirmed as the returned guide wire does not match the guide wire normally packaged within the reported finished good. It cannot be determined if the customer reported the wrong finished good or if the wrong sample was returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide unraveled when removing it from the catheter. The device was replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide unraveled when removing it from the catheter. The device was replaced. No patient harm was reported. The patient's condition is reported as fine.